Manufacturer narrative:
(B)(4) . Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced a low blood glucose level of 41 mg/dl. The customer reported high blood glucose levels for the last couple days and feels something is wrong. The customer states the sensor came out while he was working. The customer had no symptoms. The customer treat for the low blood glucose level with food. The current blood glucose level was 60 mg/dl. The customer did troubleshoot the issue. The customer declined troubleshooting for the low blood glucose. The insulin pump will not be returned for analysis.